Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. Additionally, thermal damaged was observed near the base of the yaw pulley. The instrument was found to have thermal damage to the monopolar yaw pulley near the yaw pulley and conductor wire interface. Thermal damage is likely a result of the broken conductor wire at the weld. Material appeared to have burnt off from the charring that occurred near the conductor wire. Components adjacent to the yaw pulley did not show thermal damage. The complaint regarding a broken wire was confirmed by failure analysis. The probable root cause of thermal damage is primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing.